Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. ¿the device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. ¿a retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced frequent low blood glucose while using the ilet and expressed interest in returning the device, citing confusion about the correct change interval for cd infusion sets and a desire to switch to another pump. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, medical intervention, or device alarms. Investigation included a review of use conditions and user training, with case discussion by the field team. Investigation of this case revealed user technique and possible misunderstanding of infusion set change intervals as plausible contributors, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.